Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Changing your pod 3 / page 23-24: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water or an alcohol prep swab, and keep sterile materials away from any possible germs. Living with diabetes 11 / page 117: infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported the patient¿s blood glucose reached between 16 to 21.9 mmol/l (288 to 394.2 mg/dl) while wearing the pod longer than 48 hours on the leg. The patient noticed that the site was itchy, irritated and with red eczema when removing the pod. The patient visited the general practitioner who prescribed steroid cream and eczema cream to help relieve the skin irritation (customer did not provide the name of the creams). A manual injection and a new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The device was returned and upon inspection, it did not determine an issue that could lead to any skin irritation. The exact cause of the reported symptom could not be determined.